Event description:
Customer reported a precharge failure. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A ge representative evaluated the system and reset the main breaker. Systems operated's as intended.